Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced to a lesion located in the proximal right coronary artery. During use, the oad stalled and became stuck in the vessel. Attempts to remove the device were unsuccessful. The physician was advised not to activate the oad; however, the oad was restarted several times in an attempt to do so. The oad was unable to spin despite restarting it, but it was then able to be removed from the patient. The driveshaft fractured. The fragment was removed with the aid of non-csi wires and an angioplasty balloon. A type c dissection was then observed on imaging where the device had become stuck. A stent was deployed to resolve the dissection. The patient remained in stable condition. Per the opinion of the physician, the dissection was likely caused by the device becoming stuck in the vessel or during attempts to retrieve the fragment.